Event description:
It was reported that the patient presented in-clinic for an unrelated procedure. Upon review, the leadless pacemaker exhibited loss of capture. Programming changes were performed. The patient was stable and will further be monitored.